Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not have enough power (failed the power test), damaged electronic motor (vibration), dirty internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device was running too slow. It was further reported that the user tried multiple battery devices and attachment devices but yielded the same results. During in-house engineering evaluation, it was observed that the device did not have enough power (failed the power test) and had a damaged electronic motor (vibration) and dirty internal components. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.